Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient did not provide any specific details regarding blood glucose levels or treatment provided at the hospital. The patient reported that they were unable to successfully activate a new pod as they were receiving an error message stating the pod and iphone application were not compatible. They reported they attempted to use manual insulin injections, but still ended up in dka. Outreach attempts were made to gather additional information. If new information is provided, a follow up report will be submitted.